Event description:
A customer contacted baxter's technical service center and the caregiver (cg) was requesting assistance to end therapy on a home choice (hc) as the patient line was letting solution out (leaking). The cg stated the home patient (hp) connected and started the initial drain and the cg thought the patient line was letting solution out. The technical service representative (tsr) asked the cg if the transfer set was loose or if the patient line itself was leaking. The cg thinks it was the patient line but the hp was already disconnected. The cg had already spoken with the peritoneal dialysis nurse (pdn) and informed her. The cg was requesting assistance to end therapy and they would save the cassette for retrieval. The cg would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample is available for evaluation, when the sample is received, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter and user did not describe any types of use errors or other issues that might have caused the leak.